Event description:
Pt dialyzed with machine which was assembled with proper tubing according to MFR's instructions. Forty-five minutes into the treatment, the machine alarmed high arterial pressure and blood was found in venous and arterial hanson lines. Blood pump was immediately turned off and everything was discarded (blood lines and dialyzer). Pt lost approx 200-250 cc of blood. Pt's vital signs were unchanged and pt had no ill effects from this incident. (Heparin was utilized with said treatment).